Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the last basal delivery was on (B)(6) 2010. The total daily dose (tdd) adds up correctly and equals the programmed basal rate. No activity outside of normal use is observed in the black box. The pump powers ¿on¿ and displays ¿verify¿ screen. The display has a dim and reddish contrast upon start up. The pump was primed and exercised for 24 hours, no alarms or any delivery interruption occurred during the test. The battery compartment is cracked from the finger pad down to the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and display was dim. This report is made based on results of investigation completed on (B)(4) 2013.